Event description:
It was reported that a cartridge was leaking from the o-ring. Customer went to the emergency room (ER) due to a blood glucose (bg) level of 900 mg/dl and an unspecified ketone level that was not identified as life threatening from a healthcare provider. Customer required assistance from parents to administer a manual injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer loaded a new cartridge to address the issue.